Manufacturer narrative:
The device was returned to the resmed and an evaluation was performed. The reported system fault 180 was confirmed through review of the device data logs. The evaluation determined that the error message displayed was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 180) error message indicating a battery charger fault. There was no patient injury reported as a result of this incident.